Manufacturer narrative:
(B)(4). Evaluation: results: (arterial trauma/dissection/perforation), (inflation outside of stent graft). Conclusions: (inflation outside of stent graft).

Event description:
The reliant balloon was being used for dilation of a palmaz stent, which had been implanted a few years ago. The aneurysm is 7.4 cm in diameter. The vessel morphology was reported at the external iliac limb where the palmaz stent was implanted was narrow in diameter, 6-7 mm. The physician successfully implanted a bifurcated stent graft system. The balloon was inflated using a 20 cc syringe, 5cc contrast and 15 cc saline. When the reliant balloon was inflated part of the balloon was outside of the palmaz stent and the external iliac artery was perforated. The physician repaired the ruptured vessel with an aneurx device, then to repair the perforation and then to bridge the area between the ipsilateral limb. No additional clinical sequelae were reported and the pt was fine.